Event description:
Patient reported "exchange with no complaints towards the device". Healthcare professional later reported "side exchange with no complaints towards the device". Later healthcare professional reported "capsular contracture baker grade unknown" this record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "exchange with no complaints towards the device". Healthcare professional later reported "side exchange with no complaints towards the device". Later healthcare professional reported "capsular contracture baker grade unknown" this record is for the right side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17-mar-2026. Clarification to d6a implant date: partial date provided as (B)(6) 2007. Date has been removed as it is before the manufacturing date of the device. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed more than three openings and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "exchange with no complaints towards the device". Healthcare professional later reported "side exchange with no complaints towards the device". Later healthcare professional reported "capsular contracture baker grade unknown" this record is for the right side. Device remains implanted.